Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer reported that his blood glucose reading was 200 mg/dl after dinner and delivered a bolus then down to 90 mg/dl to 40 mg/dl. Customer treated with food and blood glucose reading went up to 50 mg/dl then 70 mg/dl and a few minutes after blood glucose reading kept going down. The customer was treated for the low blood glucose with food. The customer was assisted with troubleshooting and customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Customer was advised to monitor the insulin pump and discuss possible causes of low blood glucose to his healthcare professional. Customer¿s blood glucose level was 254 mg/dl at the time of the call and declined high blood glucose and stated that the insulin pump works fine now. The product was not returned for analysis.